Event description:
The company received a report where it was claimed that the "the subglottic suction went all the way through into the lumen of the main tube." The end clinician elected to extubate and reintubate the pt with a replacement tube. The caller reported two separate pt occurrences of this deficiency.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.